Manufacturer narrative:
Device available for evaluation: yes. Device returned to manufacturer on: 12/4/2013. The intraocular lens (iol) was returned to the manufacturing site for investigation. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed that the lens had surface residuals adhered to both sides of optic body compatible with handling the lens. No unacceptable manufacturing cosmetic defects were found in the returned sample. The product met acceptance criteria. The complaint was related to a use error that was specified in the customer's initial report. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.